Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v111324, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient stated the device was not working for over a year.